Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the adhesive plaster is defective causing cannula to come away from the body. Caller also reported that the adhesive plaster is not sticky enough. Caller stated the issue is across a range of batches. No adverse event reported. No product will be returned.